Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.(B)(4).

Event description:
Report received from the USA stating that the device was "leaking oil" and the hose was damaged. The device was not used in surgery. It is unknown if injury or medical intervention occurred. No additional information was provided.